Event description:
It was reported that intermittent malfunction alarms occurred. Customer¿s blood glucose level was 560 mg/dl. The customer addressed their bg with a manual injection. The customer reverted to an alternate method of insulin therapy.